Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the bellavista 1000e experienced alarm 316 (blower failure). The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: vyaire medical was unable to verify the customer's reported issue. Exact root cause was not determinable. The exact issue is unclear and the customer did not provide any further details. The case has been closed as the customer returned the main board and updated the old board on their stock with patch 17. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.